Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in troubleshooting the issue, but the cartridge could not be successfully loaded onto the pump. The customer reverted to manual injections for insulin therapy.